Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and p-cap locks properly into the reservoir compartment. Unit passed dat test at 0.08730 inches. Unable to verify high bg's. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 0.0 units of normal bolus were delivered on event date 07-jun-2021 between 06/07/2021 00:00:00.000 and 21:08:03.000. Pump was cut open to perform visual inspection and found¿evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, label damage (peeling serial number label), missing o-ring, broken reservoir tube lip and partially broken retainer. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to verify high bgs. Moisture damage noted on pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. It was reported that the customer had experienced high blood glucose. Customer blood glucose was 400 mg/dl. The user alleged that the insulin pump was under delivering of insulin due to high blood glucose. Customer was treated with insulin pen for high blood glucose. The insulin pump will not be returned for analysis.